Event description:
An infusion pump with an 810:02 failure code. It is not known if the device was in use on a pt when the failure occurred. Medication was not being infused at the time of failure. Info was requested but details were not available regarding pt status, tubing product code, infusion rate or set up of the infusion device. Add'l contact information was requested but no add'l contact was provided.